Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. The serial number (s/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a patient presented with toxic anterior segment syndrome (tass) or endophthalmitis following ocular surgery. The inflammation has improved with eye drops. However, the surgeon was unable to identify which fungus may have been involved and has yet to be determined. Additional information has been received indicating endophthalmitis is suspected.